Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. Leak and aspiration performance testing the returned sheath observed the device failed to seal pressure and fluid within the sheath. Inspection of the hemostatic valves found the external valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the dilator and sheath were prepped like normal and when they went to insert into the groin, the physician noticed the tip of the dilator was cut at a sharp angle, so the dilator was replaced. After going transeptal, the new dilator was removed and noticed that the valve of the sheath was leaking. The sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the dilator and sheath were prepped like normal and when they went to insert into the groin, the physician noticed the tip of the dilator was cut at a sharp angle, so the dilator was replaced. After going transeptal, the new dilator was removed and noticed that the valve of the sheath was leaking. The sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.